Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-01. H6: investigation summary ten representative batches, five samples from batch 1084958 and 0237468, respectively, were received by our quality team for evaluation. The samples were subjected to visual inspection. No deformation / damage was observed on the eclipse hub and safety shield as well as no deformation observed on the safety lock pin. The samples were subjected to activation / locking force test and passed. A review of the internal manufacturing device records and raw material history files for the lot numbers of the received representative samples were performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle eclipse 25x1-1/2 rb had a safety mechanism failure, causing the nurse to receive a needle stick injury. The following information was provided by the initial reporter: it was reported it is too hard to cover the needle and when she looked down the cover was missing and caused a dirty needle stick.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle eclipse 25x1-1/2 rb had a safety mechanism failure, causing the nurse to receive a needle stick injury. The following information was provided by the initial reporter: it was reported it is too hard to cover the needle and when she looked down the cover was missing and caused a dirty needle stick.